Manufacturer narrative:
The pump was tested and found to deliver within specification. The operation history log was also downloaded and reviewed. The log shows that, 2006 the device was programmed and an infusion was started, but interrupted, due to empty container alarms. The following day, an infusion was started in dose mode and appears to have completed. The device shows to have delivered 10ml of a solution at a rate of 6.2ml/hr in one hour thirty seven minutes. In summary, the log does not indicate a device malfunction or explain the reported event.

Event description:
The device was programmed to deliver a solution of fentanyl from a 100ml bag with a volume to be delivered of 10ml and a rate of 6.2ml/hr. Reportedly, the device delivered the entire bag. The patient was reported to have experienced cardiac arrest with resuscitation required. The patient recovered with no permanent injury.